Manufacturer narrative:
Additional information: the device was not returned for evaluation. However, an x-ray was provided and used for evaluation. The screw was confirmed to have fractured post-op. The cause of this failure can likely be attributed to lack of fusion at the site just above the screw fracture. Without fusion, the spine remains unstable and is more susceptible to construct failure. However, there is not enough information available to determine the cause of the nonfusion. The lot number is unknown so the manufacturing records were unable to be reviewed.

Event description:
It was reported that two pedicle screws were found to have broken post-operatively after the patient complained of pain. A revision surgery was performed to remove and replace the broken screws. This is report one of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00236.

Event description:
It was reported that two pedicle screws were found to have broken post-operatively after the patient complained of pain. A revision surgery was performed to remove and replace the broken screws. This is report one of two for this event.